Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts, and using inappropriate tools have been ruled out. Additionally, implanting the device off-label and the patient having contraindicating conditions have been ruled out. However, the patient picked at the scab, which caused the wound to not close properly. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to patient non-compliance (touching or picking at wound) as the patient picked at the scab which caused the wound to not close properly (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection at the receiver site. The patient went to the emergency room and IV antibiotics were prescribed. An explant procedure was performed on (B)(6) 2026 and the wound was washed out. As of (B)(6) 2026, the infection has cleared. No further issues have been reported at this time.